Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 253 mg/dl at the time of the event. The customer also received a lost sensor signal alarm and reported the transmitter charger was not flashing. The hyperglycemia was treated with insulin pump. The event involved products mmt-7040a, mmt-243a, mmt-332a, mmt-7841zn, mmt-1884l, mmt-7715. Troubleshooting was partially performed for hyperglycemia and later customer does not feel ok to troubleshoot. Troubleshooting was partially performed for loss of communication issue later customer declined and the transmitter serial number was programmed to pump. The pump was communicating with transmitter but customer didn't received the sensor connected alert or did system start warm-up. Troubleshooting was performed for transmitter charging and found that the no led light on charger and charger may not be working properly. No further patient complications were reported. It was unknown whether the customer will continue to use of the pump, infusion set, reservoir, transmitter and sensor. No product return is required for mmt-7040a. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. The customer will discontinue the use of the charger. Mmt-7715 was requested and customer response was the device will be returned.